Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, anterior needle, and cuffs were not returned with the device which limited the scope of the investigation. Evaluation of the returned device revealed a severely bent posterior needle tip and a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed; therefore, a posterior cuff miss occurred which directly resulted in a failure to retrieve the suture during the needle plunger retraction and this could appear very similar to the reported failure to deploy the suture as the suture still remained inside the device. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable root cause for the posterior needle striking the foot during needle deployment, resulting in the posterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, the suture did not deploy. A second proglide was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.